Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), device breakage ("device breakage"), guillain-barre syndrome ("guillian barre / muscles and nerves") and seizure ("seizures") in a 53-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uvulectomy. Concurrent conditions included edema, neck pain, swallowing disorder, choking, chronic cough and elongated uvula. Concomitant products included alprazolam (xanax), amlodipine, diphenhydramine hydrochloride (benadryl), fish oil, fluticasone propionate (flonase), furosemide, gabapentin (neurontin), hydroxychloroquine phosphate (plaquenil), iron (iron supplement), lidocaine and sennoside a+b (laxative). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), guillain-barre syndrome (seriousness criterion medically significant), seizure (seriousness criterion medically significant), urinary tract infection ("uti/ urinary infection"), anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), weight decreased ("weight loss"), abdominal discomfort ("gi upset") and dry eye ("dry eyes"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy / allergic or hypersensitivity reaction") with rash, pruritus, erythema and dry skin and amenorrhoea ("periods stopped"). On (B)(6) 2016, 10 years after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: CT did not show essure on one side/ malposition of essure device - location of device: missing on one side - left"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue") and pain ("all over body pain"). The patient was treated with surgery (partial hysterectomy with essure removal, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pain was resolving and the device breakage, device expulsion, guillain-barre syndrome, seizure, abdominal pain, back pain, allergy to metals, fatigue, amenorrhoea, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, weight decreased, abdominal discomfort and dry eye outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, amenorrhoea, anxiety, back pain, bladder disorder, device breakage, device expulsion, dry eye, dysmenorrhoea, fatigue, guillain-barre syndrome, pain, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: unilateral occlusion (right tube occluded). Ultrasound scan - on (B)(6) 2016: essure not visualized on the left side. On (B)(6) 2018 CT abdomen/pelvis with IV and po contrast revealed, right essure tubal occlusion device. No additional essure tubal occlusion device noted. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: guillain-barre syndrome. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs and medical record received. Reporter's information was updated. Events added: periods stopped, allergic or hypersensitivity reaction, uti, anxiety, guillian barre, migration of essure device location of device: CT did not show essure on one side, dental problems, seizures, device breakage, nickel allergy, dysmenorrhea (cramping), weight loss, gi upset, all over body pain. Concomitant drugs, concomitant conditions and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), device breakage ("device breakage"), guillain-barre syndrome ("guillian barre / muscles and nerves") and seizure ("seizures") in a 53-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uvulectomy. Concurrent conditions included edema, neck pain, swallowing disorder, choking, chronic cough and elongated uvula. Concomitant products included alprazolam (xanax), amlodipine, diphenhydramine hydrochloride (benadryl), fish oil, fluticasone propionate (flonase), furosemide, gabapentin (neurontin), hydroxychloroquine phosphate (plaquenil), iron (iron supplement), lidocaine and sennoside a+b (laxative). On (B)(6)2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), guillain-barre syndrome (seriousness criterion medically significant), seizure (seriousness criterion medically significant), urinary tract infection ("uti/ urinary infection"), anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), weight decreased ("weight loss"), abdominal discomfort ("gi upset") and dry eye ("dry eyes"). In january 2008, the patient experienced tooth disorder ("dental problems"). In january 2016, the patient experienced allergy to metals ("nickel allergy / allergic or hypersensitivity reaction") with rash, pruritus, erythema and dry skin and amenorrhoea ("periods stopped"). On (B)(6)2016, 10 years after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: CT did not show essure on one side/ malposition of essure device - location of device: missing on one side - left"). In january 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue") and pain ("all over body pain"). The patient was treated with surgery (partial hysterectomy with essure removal, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain and pain was resolving and the device breakage, guillain-barre syndrome, seizure, device expulsion, abdominal pain, back pain, allergy to metals, fatigue, amenorrhoea, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, weight decreased, abdominal discomfort and dry eye outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, amenorrhoea, anxiety, back pain, bladder disorder, device breakage, device expulsion, dry eye, dysmenorrhoea, fatigue, guillain-barre syndrome, pain, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2016: unilateral occlusion (right tube occluded) ultrasound scan - on (B)(6)2016: essure not visualized on the left side. (B)(6)2018 CT abdomen/pelvis with IV and po contrast revealed, right essure tubal occlusion device. No additional essure tubal occlusion device noted. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: guillain-barre syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rashes"), pruritus ("itching"), erythema ("redness"), dry skin ("dry patches of skins") and fatigue ("fatigue"). The patient was treated with surgery (underwent a hysterectomy with essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, rash, pruritus, erythema, dry skin and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dry skin, erythema, fatigue, pelvic pain, pruritus and rash to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.